Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Recaptured codes on h6 (health effect - clinical code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 66-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was experiencing seizures. An electroencephalogram (eeg) was performed. Two days later, the patient was found to have a dissection of the subclavian artery and a possible aortic dissection on a computed tomography (CT) scan. It is unknown if intervention was required. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.1 l/min as intended. While on support, the patient had a gastrointestinal bleed. No further details were relayed. The patient's outcome at explant was survival. The events that occurred are known risks associated with impella support and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, anticoagulation status, and hemodynamic conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 66-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was experiencing seizures. An electroencephalogram (eeg) was performed. Two days later, the patient was found to have a dissection of the subclavian artery and a possible aortic dissection on a computed tomography (CT) scan. It is unknown if intervention was required. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.1l/min as intended. Seizures and/or vascular complications are known adverse events associated with impella support and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, anticoagulation status, and hemodynamic conditions.

Manufacturer narrative:
D6b and h6 updated. Corrected data. D4 catalog number corrected/updated. The investigation is still ongoing.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.